Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the pump touch screen was cracked unreadable. There was no reported adverse effect to the customer's blood glucose level. The customer reverted to an alternate method in insulin therapy. It was also reported that out of range issues occurred between the transmitter and pump. No further information was obtained due to touchscreen issue.